Event description:
This lead was explanted because while pushing on the pocket the rep got shock impedance of less than 25. Retesting was done and the shock impedance was less than 25 ohms again. There was also a small blip on farfield noticed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.